Manufacturer narrative:
Intellamap orion catheter was evaluated by boston scientific. The device passed all the test during the product analysis for the reported issue of noise on electrogram. However, a secondary finding of coating residues on central support of the catheter, in the deployment shaft area were observed. With all of the available information, boston scientific was not able to determine a cause that can be related or can produce the issue.

Event description:
The complaint is now reportable based on analysis of the device; it was reported that the orion of the a spline has noise issue. No further information regarding procedure nor patient outcome was provided. Upon device analysis, the device passed all the test during the product analysis for the reported issue of noise on electrogram. However, a secondary finding of coating residues on central support of the catheter, in the deployment shaft area were observed.